Event description:
It was reported that an extension of tan nailing surgical procedure time occured during due to problems with the recon screws due to the drill guide/radiolucent drop. It was reported that despite the nail being firmly attached there was still some movement with the jig, resulting in it missing the nail.

Manufacturer narrative:
(B)(4).